Event description:
It was reported that the patient experienced a return of symptoms. When programming the implantable neurostimulator (ins), it displayed an end-of-service warning and the battery could not be turned on. There were no problems with impedances. The ins was urgently replaced. Following replacement the patient was okay. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model #: 37601, serial #: (B)(4)) found that the battery of the ins indicated an end-of-service (eos) message and that its longevity was not met. The battery was at 2.94 volts at check-in. It was noted that there were burn marks on the ins due to suspect cautery and that the #8 grommet was partially loose. The ins was at eos when received for analysis, however, the battery had recovered to 2.94 volts. According to the diagnostic data taken from the ins, a sudden battery drop occurred 32 days after implant. It could have indicated either an internal short in the ins or an external short across the output. Because the battery recovered after the eos bit shut off the output, it appears the short was temporary. Impedance measurements done while the device was still implanted showed normal impedance values. Destructive analysis did not show any short in the hybrid or battery that would have caused premature battery depletion. The expected life based on the returned parameter printouts and impedance measurements was 13.23 months to 17.79 months to eri and 16.23 months to 20.79 months to eos. The device was only implanted 1.6 months. The cause of the short battery life could not be determined. Good, stable output was measured on all electrode pairs.

Manufacturer narrative:
(B)(4).